Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device had not been serviced within the last twelve months. Further investigation identified a delaminated and ripped downstream occlusion (dso) seal. The dso seal was replaced. The dso and upstream occlusion (uso) seals were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned product for software upgrade screen, during physical inspection it was found that the downstream occlusion (dso) seal was delaminated and ripped. There was no patient involvement.